Event description:
It was reported that during a procedure to treat a de novo, eccentric, chronic total occlusion in the proximal right coronary artery with heavy tortuosity, heavy calcification, and 100% stenosis, a 1.20x6 rx mini trek dilatation catheter was advanced with resistance and inflated; however, the balloon ruptured on the first inflation at 6 atmospheres. The rx mini trek dilatation catheter was withdrawn from the patient anatomy with resistance. A non-abbott dilatation catheter was used and a 2.0x28 xience v stent was implanted to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. The mini trek balloon was prepped inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported that the balloon was prepped inside the patient anatomy, it should be noted that the preparation for use section of the rx trek/mini trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.